Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery for evaluation. A supplemental report will be filed if and when the battery is returned and investigation has been completed.

Event description:
As reported, during battery rotation the autopulse li-ion battery (B)(4) was unable to power up the autopulse platform. The battery status indicator illuminated 4 green leds. No patient involvement.